Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a balloon aortic valvuloplasty procedure, the balloon allegedly had difficulties pass through the 12fr sheath but eventually would not retract through the sheath. It was further reported that the valvuloplasty balloon catheter and sheath were removed together as a single unit. Patient status is unknown at this time.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned for evaluation. A visual inspection found no retraction related defects to the balloon or catheter. However, the returned sheath was found to be bunched along its length, and the distal tip was buckled. Although the device was able to be inserted through the in-house hole-gauge, the investigation can be confirmed for sheath-related retraction issues, based on the damage to the sheath. The damage to the sheath indicates that excessive force was applied to the device during the removal attempt. However, the definitive root cause for this removal difficulty could not be determined based on available information. Labeling review: the current instructions for use (IFU) states: warnings & precautions: never use force when advancing or retracting intravascular device without first angiographically determining cause for any resistance. Using force may damage catheter or cause injury to the patient (such as vessel perforation). Do not exceed maximum inflation pressure indicated on label. Excess inflation pressure can cause balloon rupture and the inability to withdraw catheter through introducer sheath. Withdrawing balloon through introducer sheath may damage balloon. Balloon deflation and catheter removal: deflate balloon by drawing vacuum on the = 50 cc inflation device. Use fluoroscopy to visually confirm that balloon has fully deflated prior to withdrawing catheter. While maintaining negative pressure and guidewire position, withdraw deflated device over the guidewire and out through introducer sheath. Use of a gentle clockwise twisting motion may be used to help withdraw balloon through introducer sheath. If unusual resistance is met when attempting to withdraw balloon, position balloon in anatomical position in which it can be inflated safely. Partially inflate balloon and then deflate it. Balloon re-folding can be observed under fluoroscopy. Use of recommended contrast concentration will facilitate fluoroscopic visualization of balloon re-folding. If balloon will not pass through introducer sheath for removal, remove balloon and sheath as a single unit.

Event description:
It was reported that after a balloon aortic valvuloplasty procedure, the balloon allegedly had difficulties pass through the 12fr sheath but eventually would not retract through the sheath. It was further reported that the valvuloplasty balloon catheter and sheath were removed together as a single unit. There was no reported patient injury.